Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise reported on just the far field channel. No noise seen on rv pace sense channel. Noise seen with isometrics. It was reported that patient is very active and frequently works out. Lead will be evaluated further. Device remains implanted.